Event description:
The customer reported that when pressing the gantry control panel "down" button, the pt support would move "up" and "in". The field service engineer (fse) confirmed that there were no injuries associated with event. The fse determined that the right gantry control panel had failed and replaced it to resolve the issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).